Event description:
The surgeon was performing a unicondylar knee replacement using with the robotic arm interactive orthopedic system (rio), which resulted in a tibial fracture during the impaction of the implant. The surgeon determined that the proper course of action was to repair the tibial fracture with a screw. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this issue. The investigation for this complaint was completed at mako surgical corp using the files and system logs provided by the makoplasty specialist. The root cause analysis demonstrated that the position of the tibial implant as shown on the rio moved prior to bone resection.